Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that "when the pump is running it randomly shuts off". They also stated that the pump did not alarm before shutting off. The initial reported also stated that the patient had no adverse effects due to this complaint. (B)(4).